Manufacturer narrative:
The t:slim x2 user guide states, "the default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off." Additionally, the user guide states that a low insulin alert will occur when 5 units or less remain in the cartridge. The alert states, "change cartridge or pump will stop all deliveries." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alert and auto-off alarm and slept through both. Customer reported that there had been no interaction with the pump for a least 12 hours prior to both alert and alarm. Customer's blood glucose was approximately 600mg/dl with large ketones. Customer reported that health care provider would be consulted and no further action was required from tandem technical support regarding the issue. Additionally, customer reported receiving a resume pump alarm later same day. Pump data confirmed that the alarm had occurred due to the user allowing the cartridge to run out of insulin before a routine cartridge change. Customer's blood glucose was 300 mg/dl. Customer reported having insulin on board (active insulin in the body) and administered a small correction bolus to address elevated blood glucose. Customer changed out the cartridge and resumed insulin successfully.